Event description:
It was observed that during the device evaluation, the intestinal videoscope exhibited foreign material adhered to the scope cord connector mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, brown foreign material was found in the scope-cord connector mount, there were scratches on the electrical contact, which may have caused continuity failure due to the foreign material getting caught. The legal manufacturer confirmed reprocessing was conducted in accordance with the instructions for use (IFU). A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: sif-h290s IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.